Manufacturer narrative:
Additional information. Device evaluation: the pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing. The severed portion of driveline was returned in two segments. The sealed inflow conduit was not returned. The outflow elbow was returned attached to the pump outlet port; however, the sealed outflow graft was returned unattached from the outflow elbow. The returned sealed outflow graft measured approximately 6 inches in length and was free of deposition. A large crease was noted in the sealed outflow graft; however, the reported kink could not be confirmed based on the state of the returned part and no CT scans or photos of the kink were provided. The outflow graft bend relief was returned unattached and was also free of distortion. The bend relief collar was returned unattached. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that this deposition did not form at this location. Although its origin and a duration of time for which it was present in the outlet stator could not be conclusively determined, the circumferential contact marks on the outlet bearing cup, indicate that the deposition was present for an extended amount of time while the pump was operating. The remaining pump blood-contacting surfaces were free of any adhered thrombus formations or deposition. The deposition found in the pump would have contributed to the reported signs of hemolysis. A correlation between the deposition and the reported kinked outflow graft could not be determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the observed deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a kink in the outflow graft was observed during the pump exchange. The kink was reportedly revised by the surgeon. No additional information was provided.

Manufacturer narrative:
The referenced gastrointestinal bleed was reported under medwatch MFR report# 2916596-2017-00950. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 6 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for nausea and vomiting, unable to tolerate orally or by mouth, including medication. The patient's inr was found out therapeutic range at 0.9, and the lactate dehydrogenase (ldh) was elevated to 1219 u/l. The patient was started on bivalirudin drip; however, the ldh continued to rise and dark urine was also noted. A ramp echocardiogram was performed, and the results were reported as negative for device issues. The patient was given octreotide due to a history of multiple gastrointestinal (gi) bleeds and aspirin was held. Due to increasing ldh and it was decided that a pump exchange was the best option over continuing medical management. The patient underwent a pump exchange on (B)(6) 2017.